Manufacturer narrative:
(B)(4).

Event description:
It was reported that rv oversensing episodes were observed after a new device implant. A revision of the lead, along with provocative and x-ray tests were recommended. No further information is available.

Event description:
Additional information received indicated that programming changes were made and no more episodes were observed during the latest device check-up.